Manufacturer narrative:
*The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was determined to be non-functional. A revision procedure was performed and the lead was removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this atrial lead was revised due to inappropriate sensing. No observable defects were identified via fluoroscopy. The lead was damaged during laser extraction which caused the lead to fray and come apart. All lead fragments were kept by the hospital.